Manufacturer narrative:
(B)(4). Correction: device discarded, not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to deploy the knot and hematoma could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a proglide device, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during proglide knot advancement, a knot lock occurred. The device was replaced. The sutures of two proglide devices were successfully preplaced prior to the procedure. The sheath was upsized to 18f and the tavi procedure was completed. The two successfully pre-placed proglide sutures were used to achieve hemostasis. A 5 cm hematoma was observed during the procedure. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.